Manufacturer narrative:
The root cause remains unknown due to lack of data.

Event description:
According to the complaint, low values were reported by the abl90 flex analyzer (sn (B)(6)) for ph and other discordant results that did not match with the clinical condition of the patient in two different samples. A third sample was sent to the lab analyzer and the results are completely different mainly ph (7,162 and 7,169) but other parameters too. The following discrepancies were reported: parameter, abl90 flex analyzer, lab analyzer, unit: ph, 7,169 / 7,162, 7,4, n/a; pco2, 65,6 / 73,1, 35,0, mmhg; po2, 33,0 / 28,4, 43,4, mmhg; so2, 71,2 / 51,1, 79,7, %; fo2hb, 69,2 /49,7, 80,4, %; fcohb, 1,2 / 1,0, 1,0, %; fmethb, 1,6 / 1,8, 0,6, %.